Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error, which indicates that ventilation has stopped and an error has been detected in the internal memory. Identification of issue has been done by analyzing problem description, service report and related support case ID (B)(6). The issue was reported based on available information (no logs available) as the technical error may lead to stop of ventilation. Based on technician statement, the software has been reinstalled to version 4.02. No parts have been replaced. The issue has been resolved and the device was delivered to the user in working condition. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 11/10/2015 corrected manufacture date: 11/11/2015

Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient involvement. Manufacturer's ref #: (B)(4).